Event description:
It was reported "during the removal of the (B)(4) the surgeon dr. (B)(6) noticed that the device was in four pieces, (balloon, forward cup, back cup, shaft). The device was not sutured into place against the cervix and it was noted that this is not the first time that this has happened to this surgeon. It was not clear as to whether or not they released the wing nut upon delivery of the device / specimen. Lot number will be learned at time of return." It was also reported that no pt injury was incurred.

Manufacturer narrative:
This is FDA reportable due to sentinel event reported on medwatch's 1320894-2008-00147. The device is being returned to conmed and has not been rec'd to date. A supplemental report will be filed after the quality engineering investigation has been completed.